Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 scs systems (thoractic and cervical). It was reported the patient's cervical system is auto-reducing.. The sjm representative met with the patient and diagnostic testing revealed high impedances on one of the patient's 2 lead contacts used. It was noted partial stimulation was achieved, fo r the patient. However, the sjm representative was unable to provide full stimulation coverage to the patient's targeted area of pain. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the lead was explanted and replaced with a new one.